Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Device product code ove.

Event description:
It was reported that when the surgeon inserted a solitaire-c screw with the driver, the driver didn't neatly grasp the screw so the screw thread was stripped. The surgeon removed the screw and changed to another screw with the driver. The second screw was inserted without difficulty. The surgeon suspected that the screw hole size was wider than the specification so the driver could not have grasped the screw hole. It is reported the screw was discarded due to the patient's infection. No additional information has been provided at this time.

Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records did not identify any issues which would have contributed to this event.